Manufacturer narrative:
No information is available for the exact model numbers of the explanted devices since the implants used in the primary surgery have not been confirmed as of this date. Replaced devices included promos head, inclination set, and body. Patient reportedly suffered soft tissue damage at an unknown time, and not associated with any specific event. Revision surgery was performed to repair the damage. No problems were reported with the explanted devices, but they were reportedly replaced by the same implants of smaller sizes to achieve a better anatomical fit. No explants have been provided to plus USA, therefore, no evaluation is possible. The reason for revision surgery was the reported pt trauma. The pt's condition was not attributed to any device problems according to the surgeon.